Event description:
It was reported that the patient contacted support after noticing a leaking cartridge following a supply change earlier in the day. The patient reported elevated blood glucose levels, performed a full supply change, and observed leaking from the cartridge. The leaking cartridge had been replaced approximately 45 minutes prior to the call. The patient was using teflon insets with 23" tubing and had the cartridge lot number 32255. The agent guided the patient to disconnect and test the tubing for drops, which were observed immediately, and insulin delivery was resumed. The agent confirmed that the supplies were attached to the device in the correct order and that the cartridge was not being overfilled. The patient was advised to monitor blood glucose levels for the next hour and to call back if levels remained elevated. Replacement supplies were shipped to the patient. During the event, the patient¿s blood glucose reached 400 mg/dl and remained out of range for several hours. No outside assistance or medical intervention was required, and no symptoms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.